Event description:
It was reported that during a stenting treatment procedure, a catheter shaft broke. The 20 x 2.7mm, 80% stenosed, eccentric, de novo target lesion was located in a moderately tortuous, mildly calcified, mid left anterior descending artery. A non-bsc 0.014" guide wire and a non-bsc 6f guide catheter were introduced. The 3.0 x 20mm taxus liberte stent delivery system (sds) was introduced and as it was being pushed in an attempt to cross the target lesion, the sds shaft broke approximately 60 cm from the hub. The device and the guide catheter were removed together. The procedure was completed with another 3.0 x 20mm taxus liberte stent deployed at 18 atms for 8 seconds. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a catheter shaft broke. The 20 x 2.7mm, 80% stenosed, eccentric, de novo target lesion was located in a moderately tortuous, mildly calcified, mid left anterior descending artery. A non-bsc 0.014" guide wire and a non-bsc 6f guide catheter were introduced. The 3.0 x 20mm taxus liberte stent delivery system (sds) was introduced and as it was being pushed in an attempt to cross the target lesion, the sds shaft broke approximately 60 cm from the hub. The device and the guide catheter were removed together. The procedure was completed with another 3.0 x 20mm taxus liberte stent deployed at 18 atms for 8 seconds. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device revealed that the hypotube had broken approximately 825mm distal from the catheter's strain relief. A severe kink was also noted on the hypotube 735mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).